Event description:
The wearer of a mask reports: she developed a "sensitization" to the mask and experienced "an attack of asthma" which included the following symptoms: sneezing, tightness in chest, coughing, and difficulty breathing. She was treated with ventolin nebulizer with oxygen for 10 minutes. Her symptoms were relieved and she returned to work that same morning. The wearer has a history of allergies, however, no previous reports of asthma attacks. For the one and a half to two months prior to this event she reports having a persistent cough with voice change and chest tightness with slight wheeze while wearing this mask. She states that she was diagnosed by her general practitioner as having asthma and he stated that the masks were a possible cause.